Event description:
It was reported that during implant the atrial lead fell out at the end of the case. The lead was removed and the physician implanted a different lead because the atrium was dilated. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the connector pin bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.